Event description:
It was reported when a patient presented in clinic after receiving inappropriate hv therapy due to misdiagnosing a supraventricular tachycardia (svt) as ventricular fibrillation (vf). Programming change was made on the device to resolve the issue and the patient was stable.